Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr became stuck on the lesion. The target lesion was located in the right coronary artery (rca). A 1.50 mm rotalink¿ plus was selected for use. During procedure, ablation was performed a few times in the rca and calcium. During the 3rd and 4th ablation, it was noted that the burr stalled and completely shut down. It was also noted that the burr became stuck in the lesion and the rota glide was coming out at the back of the advancer. An alternative access was determined and another unspecified guide catheter and guidewire were placed along with the interventional wire down pass the burr. Then, an unspecified balloon catheter was placed and inflated to remove the burr from the patient's body. The procedure was completed with a balloon and stent. No further patient complications were reported and the patient's status was fine.